Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 6.2, 7.7, 9.6, 12.5 and 9.8 mmol. The customer's expected fasting blood glucose test result range 5.0 - 6.0 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 02/27/2018 and open vial date is two weeks at time of call. He meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results. Customer compare the meter results with a lab results and it is 15% higher. Customer states that had the lab test done and the results was 7.7mmol and the truetrack meter display 8.9mmol.